Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the 4.0x38mm promus element was prepped for use, the stent dislodged from the balloon before inserting into the patient. The procedure was completed with another 4.0x38mm promus element stent. No patient complications were reported.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the 4.0x38mm promus element was prepped for use, the stent dislodged from the balloon before inserting into the patient. The procedure was completed with another 4.0x38mm promus element stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent delivery system (sds) was returned without the stent attached. The stent was returned inside a plastic vial. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Visual and microscopic examination of the stent found the stent was damaged and stretched and measured 45mm in length. Both ends of the stent were flattened. The middle section of the stent was severely stretched. The hypotube was kinked at 35mm and 700m distal to the strain relief. Several smallers kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared.this type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).